Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold since implant and intermittent loss of capture (loc) at high output. A new lead was implanted. No additional adverse patient effects were reported.